Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a connection issue during use of a transfer set; further described as ¿difficulty making the connections with the currently existing luer lock on a baxter product¿. This occurred during a training session for continuous ambulatory peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.